Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device wasn&apos;t cutting as well as expected. The device was not providing enough power to the handpiece. The procedure was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.